Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm trifecta gt valve was implanted in the patient. The annular dimension of the native valve was 24mm (based on preoperative transthoracic echocardiogram (tte) data. On (B)(6) 2025, the patient experienced chest tightness, back pain, cold sweats, and chest pain. A routine echocardiographic evaluations were not performed; the symptoms prompted an echocardiogram, which led to the diagnosis of structural valve deterioration (svd). One of the leaflets had detached. The valve got explanted and a non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Explant about 3 years and 7 months post-implant due to structural valve deterioration and one detached leaflet was reported. The patient was presented with symptoms of chest tightness, back pain, cold sweats and chest pain. The valve was returned to abbott for investigation and found fibrous pannus ingrowth on the inflow surface of cusp 2. Cusps 2 and 3 were noted to be torn. The sewing cuff was intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported chest tightness, back pain, cold sweats and chest pain appear to be a cascading effect of the reported structural valve deterioration. The cause of the pannus formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.